Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. However, motor passed the motor test and no motor noise anomaly observed during testing. Cracks to the display window, battery tube threads, reservoir tube lip, reservoir tube, a scratched lcd window and a broken belt clip slot also noted.

Event description:
The customer reported that the insulin pump alarmed after priming. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.